Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in a moderately stenosed segment of the right coronary artery (rca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device malfunctioned, and imaging was interrupted. The procedure was not completed due to the event, but the patient remained stable.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). A1: patient identifier: corrected. The device was returned for analysis. Visual inspection revealed no issues, and the device appeared to be in good condition. Impedance testing showed an electrical open at the distal end of the catheter; 0-10 cm from the distal housing.

Event description:
It was reported that the procedure was cancelled. The target lesion was located in a moderately stenosed segment of the right coronary artery (rca). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device malfunctioned, and imaging was interrupted. The procedure was not completed due to the event, but the patient remained stable.